Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty starting a dexcom g7 continuous glucose monitor (cgm) sensor when pairing with the ilet pump, having initiated the sensor in the dexcom mobile app instead of on the ilet pump, and was subsequently guided to start the sensor on the pump first and then connect to the dexcom app if desired. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose levels were not affected. User support included troubleshooting and education, including successful pairing of the sensor with the pump and instruction on correct setup workflow. Investigation of this case revealed user setup error involving attempting to pair via the wrong application and sensor start sequence, which was resolved through guided steps. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through education.